Event description:
The customer reported on (B)(6) 2015 that the freedom driver exhibited a fault alarm while supporting an (B)(6) pt. The pt was subsequently switched to the backup driver. There was no reported adverse pt impact. This alleged failure mode poses a low risk to the pt because although the freedom driver exhibited a fault alarm, the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for eval. The results of the investigation will be provided in a supplemental MDR.